Manufacturer narrative:
A review was performed by ther post market clinical department of the treatment data provided. A large intra-peritoneal volume drained at drain 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.

Event description:
The peritoneal dialysis (pd) patient called tech support regarding a m21-10 "invalid sensor reading" message in drain 3 of his treatment. Additionally, he stated that the cycler is making clicking noises during reboot process and was requesting a replacement cycler. A review of the treatment information during the call showed a large drain 1 volume, 4382ml; data provided below: see scanned table. The reported large drain 1 volume exceed the 180% drain criteria (drain volume/prescribed fill > 180% - 4682ml/2000ml = 219%) for a reportable device malfunction. A request for additional information has been made. The MDR includes all information provided to date.